Event description:
Defective ribbon cable

Event description:
Defective ribbon cable. Device history record was reviewed, no issue has been found. Device log of volumat mc agilia us (B)(4) could not be downloaded due to lack of communication between cpu board and display, no review possible. Issue reported by the customer confirmed. When plugged in, device emits error noise. When powering on device, error 21 appears on screen. Investigation performed on the pump revealed a faulty ribbon cable between the cpu board and the display, a faulty display and a depleted battery. These parts were replaced to address the issue. The device was cleaned and tested post repair per quality control checklist and reportedly functioned as intended and was released for further use. After repair, device was found to meet specification.